Event description:
It was reported intraoperatively the surgeon implanted the valve and noticed one of the leaflets would not open properly. He attempted to rotate the valve and switched out the sutures, but the issue was not resolved. The valve was removed and replaced with another valve (model and serial number unknown). Information received indicated the procedure was lengthy and the patient experienced extended bypass time.